Event description:
The insulin runs out of pen before the patient pushes button to inject dose. Dates, frequency and route used: inject as directed. Therapy dates: (B) (6) 2008 to (B) (6) 2009. Diagnosis or reason for use: diabetes. Event reappeared after reintroduction?: yes.